Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak test, and microscopic examination of the returned device. Visual analysis of the returned sample revealed that no damage was observed on the tissue expander. Leak testing was performed in accordance with mentor procedures over the device and it was identified ruptured between the joint of the shell and the patch in the posterior view. Microscopic examination was performed and the cause of the deflation could not be identified. In mentor instructions for use (IFU), it is mentioned that tissue expanders are not intended for implantation beyond six months. Therefore, this device was used in an off-label manner. A manufacturing record evaluation was performed for the finished device lot number 7579214 and no non-conformances were identified. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unspecified breast implantation procedure with a mentor cpx 4 breast tissue expander with suture tabs 650cc and experienced deflation on the right side post-operatively, which was confirmed during a physical exam. As a result, the patient underwent removal and replacement with a mentor tissue expander (serial number (B)(4)) on (B)(6) 2021. In mentor instructions for use (IFU), it is mentioned that tissue expanders are not intended for implantation beyond six months. Therefore, this device was used in an off-label manner.